Event description:
The pt reportedly was seen (date not given) by a doctor and was treated for a middle ear infection; trans-tympanal cleaning of the middle ear was performed. In 2004, the pt's family member reported to the distributor that family member observed the electrode array inside the pt's ear. Six days later, the pt was seen by company rep and the implant surgeon for evaluation. The electrode array tip was visible in the ear canal. At this time, the pt was diagnosed with chronic otitis media and mastoiditis. Granulated tissue was cleared from the mastoid cavity, posterior tympanotomy and the middle ear. A CT scan is to be scheduled for this pt. When the pt has recovered from the middle ear infection, revision surgery will be scheduled to attempt reinsertion of the electrode array. At this time, the c1 device remains implanted.